Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A bipap a30 was returned to a third-party service center for service. There was no serious patient harm or injury reported. There was no evidence the device was clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, ventilator inoperative error code indicating a failure of the outlet pressure sensor was observed in the device's downloaded event log. The device's main board was replaced to address the issue. No final testing was documented. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.